Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing far p wave oversensing. It was observed that there was an episode of ventricular fibrillation. The patient received inappropriate anti-tachycardia pacing due to oversensing the device was reprogrammed to resolve the issue. There were no adverse consequences to the patient.